Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source, and the pump turned on. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. It was indicated that the customer would continue to use the pump until the replacement pump was received. Customer also stated manual injection supplies were available.